Event description:
Event description cpi received information that the rate sense portion of this endotak c lead (0064) has been capped, the high voltage portion remains active. A bipolar endocardial tined lead (0012) was implanted.